Event description:
The event occurred on an unspecified and date and involved a tego connector. The customer reported that the device had possible occlusion during dialysis treatment on a patient. Reporter stated that the ¿patient presenting for 2nd of 3 dialysis treatments per week. The tego on both arterial and venous lines of av fistula inspected prior to dialysis were both intact. As treatment progressed, high pressure was then observed in the venous line ¿ line checked. Treatment interrupted whilst tego on venous line changed. Tego changed. The distorted silicone from tego observed possibly blocking line. Staff concerned silicone may break away causing venous emboli. Clinic staff confirmed that they only use the tego from a sealed package, and it is changed weekly as per protocol or more frequently if required. The dialysis clinic are long term users (7 years) of the tego and noted that the silicone material has changed from an opaque appearance to more recently a clear shiny appearance. It has been recent the last 3 months that they have been experiencing ¿issues¿ with the outer silicone layer of the tego. The clinic does not use the curos disinfecting cap with the tego.¿ the medication used was heparin lock 500iu/ 5ml. There was patient involvement, delay in therapy, but no adverse events and no one was harmed by the reported event.

Manufacturer narrative:
The device is not available for evaluation, however, a device history review will be performed.